Event description:
It was reported that the radio frequency (rf) programmer head had a damaged cord. The head was returned for service. There was no indication given as to any patient impact as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head had a damaged cord. The head was returned for service. There was no indication given as to any patient impact as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the cable was damaged, as a result the cable was replaced. (B)(4).